Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent manipulation under anesthesia due to right knee stiffness. The knee was implanted in (B)(6) 2011.